Event description:
It was reported that the patient experienced diaphragmatic stimulation from the right ventricular (rv) lead and programming changes were initially performed to address the issue. On (B)(6) 2021, the physician elected to reposition the rv lead. The patient condition was stable.